Event description:
New information notes on (B)(6) 2014 the lead continues to have an increase in capture thresholds. The lead would be monitored.

Event description:
It was reported that the lead exhibited an increase in capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).